Event description:
It was reported that when the asymptomatic patient presented to the clinic for a routine device check, device could not be interrogated. The cause of loss of telemetry was not determined. Battery performance alert was also noted and the device reached eri/eol. Device was explanted and replaced. Patient¿s condition was stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. Correction: fsca number should have been z-0003-2018 instead of z-003-2018 in initial report.